Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2022. Customer's blood glucose level was 744 mg/dl. Customer's current blood glucose level was 102 mg/dl. Customer was treated with intravenous insulin drip at hospital. Trouble shooting was performed. Customer reported symptoms of high blood glucose such as shortness of breath, fatigue, chest pain. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. Customer had reported insulin flow block alarm. The insulin pump will not be returned for analysis.